Manufacturer narrative:
On (B)(6) 2001 a bci field service engineer (fse) noted the waste valve was not opening and proceeded to replace the waste valve on reagent probe b.as of (B)(6), 2011, no further issues been reported.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cartridge chemistry reagent carousel leak. The customer does not know what the liquid is. No injury was reported and no patient results were released or affected.